Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received a critical pump error alarm. Customer's blood glucose was 100 mg/dl. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced. Insulin pump is returning for failure analysis.